Manufacturer narrative:
The device was returned loose inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip anterior beveled area was slightly bent backward, similar to having came into contact against a hard surface. The lens was not returned. It is not possible to determine the position of the lens or plunger during the lens advancement out of the device. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "lens is not coming out of the shooter properly". The lens and plunger position during lens delivery cannot be determined. Plunger was retracted. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Information was provided in the file that the replacement product was the same model and same diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, lens is not coming out of the shooter properly. There was patient contact however no patient harm reported. The procedure has been completed with another new device. Additional information has been requested.